Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated accu tni result, generated by the synchron lx I 725 clinical system for one patient. Customer tested a sample for accu tni and obtained a result of 2.18 ng/ml. Upon repeat on the next day, 2 results of 0.11 ng/ml were obtained. The erroneous result was reported outside the laboratory and amended report was sent. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Sample was edta plasma and was drawn in a lithium heparin tube with gel. Specimen was sampled from the primary tubes stored in the refrigerator for repeat analysis. Qc was within specifications prior to and after the event dates. System checks performed on two days in 2008 at 3:50 resulted within specifications. The customer repeated a few patients and performed accu tni precision testing after the event. The repeat patient results obtained reproduced and the precision testing met specifications. A field service engineer (fse) was on-site two days later: the fse performed a major preventive maintenance (pm) which was due. The fse noted hardware issues. The fse performed system check and diagnostic testing which both met specifications. The fse verified the instrument per established procedures and results met published performance specifications. Although hardware issues may have contributed to this event, a clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.